Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that it had no issues merging with compatible in-house testing implants. Documents reviewed: IFU 9658 instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs. Information identified: applicable information can be found in the "warnings", "precautions", and "technique information" sections. DHR review was completed for the subject lot number (2018021043). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018021043) for similar events and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (does not seat) or device (hc453). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: expiration date and UDI g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change 'no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. First name and email address unknown / not provided.

Event description:
It was reported that the healing collar would not screw into the implant. Another healing collar was used to complete the procedure.